Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8840, serial # unknown, product type programmer, physician; product ID 8840, serial # unknown, product type programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine 4mg/ml at a dose of 3.8 mg per day via an implantable pump for non-malignant pain. It was reported the hcp saw the patient 2.5 hours prior to the time of report. At that time, the pump was programmed to 4 mg/ml and the hcp filled it with 15 mg/ml. The hcp had programmed the correct bridge bolus but upon updating the pump she got invalid telemetry and the concentration of the drug updated to 15 mg/ml. The pump went into stopped pump mode and then the bridge information was no longer there. Instead of programming the pump back to 4 mg/ml and re-doing the bridge bolus, the hcp chose to figure out the bridge based on the time of the bridge. The hcp entered the old drug desired dose as 17.8 mg per day and kept the concentration at 15 mg/ml on the programmer. It was determined by the manufacturer's technical services that this would have caused the patient to get a rate of 4.7 mg per day and not the 3.8 mg per day as desired. The hcp was currently at the patient's home and was assisted in programming a partial bridge bolus. The concentration was left at 15 mg/ml, the daily dose was set to 3.8 mg and a partial bridge was programmed based on the amount of time passed since the update 2.5 hours prior. The pump was updated successfully for the partial bridge bolus to run for a duration of 6 hours and 31 minutes. It was noted the patient had a bluetooth in at the time of the updates and once she took that out and away from the pump, the updates went through with no issues. It was believed that it was the cause of the invalid telemetry. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.